Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer was using an expired lot of signal reagent. After changing the signal reagent, repeat testing of the control yielded positive results. Datalog analysis also indicates that the customer was not performing routine maintenance as required. The false negative results were most likely caused by signal reagent probe contamination when daily maintenance was not performed. The root cause of the event was user error.

Event description:
A customer reported false negative hbsag results for a positive control fluid on the eciq analyzer. False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.